Event description:
No additional information reported at this time.

Manufacturer narrative:
Previous medwatch reports submitted under manufacturer report #3002808486-2015-00060 were out of sequence in section g7. The medwatch reports submitted as follow-up #2, #3, #4, and #5 for this manufacturer report # should have been submitted as the initial medwatch, follow-up #1, follow-up #2, and follow-up #3 respectively. The correct follow-up # for this medwatch report is actually follow-up #4, but it will be submitted as follow-up #6. Due to manual submission errors, no medwatch with initial and follow-up#1 in section g7 was previously submitted under this manufacturer report #. This medwatch report serves as a correction/clarification to previous submissions under this manufacturer report number. Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1: name and address for importer site: cook medical incorporated (cmi), 400 daniels way bloomington, in 47404. Registration no.: 3005580113. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113.

Event description:
Dated (B)(6) 2013, pathology report, details, "gross description" received in formalin labeled "(B)(6), struts" are four shiny metal bars that average ,0.1 cm in diameter, and range from 2.0 to 3.0 cm in greatest dimension. Two fragments of tightly adherent pink-red tissue averaging ,0.1cm in greatest dimension are noted. This specimen is for gross examination only, no sections are submitted."

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Correction: the investigation information pertaining to pain and leg swelling was inadvertently not captured in the report that was labeled as follow-up number 5 for this manufacturer report number sequence. Additional information: the investigation was reopened due to additional information provided. The following allegations have been investigated: pain, leg swelling, and embedment. The reported allegations have been further investigated based on the information provided to date unknown if the reported pain and leg swelling are directly related to the filter and unable to identify a corresponding failure mode at this time. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The additional information regarding the alleged (migration, vena cava/organ perforation, fracture, unable to remove, pain, leg swelling) does not change the previous investigation results. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer reference number: (B)(4). A.4) unknown as not provided by reporter. D4) lot#: e2107623 catalog#: igtcfs-65-uni-celect-perm expire date: 20dec2009 f.9) unknown as not provided by reporter. F.10) patient code: damage to the vena cava is labeled in the IFU. Perforation is not specifically labeled in the IFU. Device code - difficult to remove is not labeled in the IFU. G9) manufacturer report # has changed from 1820334-2014-00289 due to additional information on lot# resulting in change of manufacturer from cook inc. To william cook europe h4) device manufacture date: 20dec2007.

Event description:
Per lawsuit filed, it is alleged. A female patient with recurrent dvt's in her leg underwent ivc filter placement with a günther tulip filter on (B)(6) 2008. There were no reported complications at the time. The allegations of the lawsuit are: on or about (B)(6) 2013, the patient presented to the hospital to have the cook günther tulip filter removed. Unfortunately, the entire filter was unable to be removed. Upon closer examination, it was discovered that several struts of the filter had perforated the patient's vena cava. Parts of the cook günther tulip filter remain inside the patient. As of (B)(6) 2014 no additional information has been provided by the reporter.

Manufacturer narrative:
Investigation the following allegations have been investigated: stenosis. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
09may2011, per a report from computed tomography; ¿caval filter is in place at the l3 level. Filter struts extend beyond the caval wall. A single medial strut appears to involve the infrarenal abdominal aorta.¿ 30jan2012, per a report from xray; ¿inferior vena cava filter is noted the l3 level with fractured limbs.¿ 21oct2019, per a report from computed tomography; ¿ivc filter with: tilting with the apex against the ivc wall. 18 mm vertebral, 11 mm small bowel, and 5 mm mesenteric perforation. Fractured struts. Ivc stenosis. No migration.¿

Manufacturer narrative:
Manufacturer reference number (B)(4). Lot # e2107623. Catalog # igtcfs-65-uni-celect-perm. Expire date 12/20/2009. Patient code: damage to the vena cava is labeled in the IFU perforation is not specifically labeled in the IFU. Device code: difficult to remove is not labeled in the IFU. MFR report # has changed from 1820334-2014-00289 to 3002808486-2015-00060 due to additional information on lot # resulting in change of MFR from cook inc to william cook (B)(4). Device MFR date dec 20, 2007. Description of investigation findings: lot# is received for this complaint and the filter placed was a celect filter and not a tulip filter, as previously assumed however, investigation of the documentation found no evidence to suggest that celect device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The provided information on lot# does not change the initial evaluation on this complaint, why the evaluation from 07july2014 is still valid 07jul.2014. As no product was returned to assist in the investigation, the evaluation is solely based on event description provided. Event description: recurrent dvt's in her leg per lawsuit filed, it is alleged that a female patient with recurrent dvt's in her leg underwent ivc filter placement with a gunther tulip filter on (B)(6) 2008. There were no reported complications at the time the allegations in their lawsuit are on or about july 09, 2013, the patient presented to the hospital to have the cook gunther tulip filter removed unfortunately, the entire filter was unable to be removed upon closer examination, it was discovered that several struts of the filter had perforated the patient's vena cava parts of the cook gunther tulip filter remain inside the patient. As of june 13, 2014 no additional information has been provided by the reporter. Based on the information provided, it is unclear whether primary or secondary filter legs perforated ivc unclear when filter legs fractured, during retrieval or during filter implant period. Per the description of the event, the filter was unable to be removed due to several struts perforating the vena cava without additional information or images of the filter in place. We are unable to determine with certainty what led to the perforation or separation of the filter. From the literature it is known, that manipulation in the area of the filter may cause changes to the filter configuration and to the filter placement, thus causing stress and possibly fracture to the wires. This manipulation may place the filter in an unusual stressed position and result in fracture. Fracture of the wire is an uncommon, but known risk in relation to filter implant. Also filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. A reference is made to the instructions for use in potential adverse events are mentioned: damage to the vena cava: pulmonary embolism: filter embolization: vena cava perforation: vena cava occlusion or thrombosis: hemorrhage: extravasation of contrast material at time of vena cavagram: hematoma at vascular access site: infection at vascular access site: thrombosis or stenosis at implant site: death. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.

Event description:
Per lawsuit, it is alleged: a female patient with recurrent dvt's in her leg underwent ivc filter placement with a gunther tulip filter on (B)(6) 2008. There were no reported complications at this time. The allegations of the lawsuit are on or about (B)(4) 2013, the patient presented to the hospital to have the cook gunther tulip filter removed. Unfortunately, the entire filter was unable to be removed. Upon closer examination, it was discovered that several struts of the filter had perforated the patient's vena cava. Parts of the cook gunther tulip filter remain inside the patient. As of (B)(4) 2014 no additional information has been provided by the reporter.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Corrected data based on new information received: change to adverse event. Change to serious injury. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 04/15/2015 and is as follows: patient alleges that a cook celect filter was placed via the right femoral vein on (B)(6) 2008 for recurrent dvt. Patient records allege two unsuccessful retrieval attempts, both under general anesthesia on (B)(6) 2013 and (B)(6) 2013. Procedure records indicate that the filter hook is embedded and epithelialized and therefore unable to be removed. Patient alleges that outcomes attributed to the device include: migration, fracture, pain, struts into aorta, struts into vertebral body; and additional complaints of leg swelling and back pain.

Manufacturer narrative:
Manufacturer reference #: (B)(4). Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, migration, vertebra + organ perf., fracture, unable to remove, pain, leg swelling'. Cook will reopen its investigation if further information is received. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Weight: unknown as not provided by reporter. Lot#: e2107623, catalog#: igtcfs-65-uni-celect-perm, expire date: 20dec2009. Unknown as not provided by reporter. Patient code: damage to the vena cava is labeled in the IFU. Perforation is not specifically labeled in the IFU. Device code, difficult to remove is not labeled in the IFU. Manufacturer report # has changed from 1820334-2014-00289 to 3002808486-2015-00060 due to additional information on lot# resulting in change of manufacturer from cook inc. To william cook europe. Device manufacture date: 20dec2007.

Event description:
Per lawsuit filed, it is alleged: a female patient with recurrent dvt's in her leg underwent ivc filter placement with a günther tulip filter on (B)(6) 2008. There were no reported complications at the time. The allegations of the lawsuit are: on or about (B)(6) 2013, the patient presented to the hospital to have the cook günther tulip filter removed. Unfortunately, the entire filter was unable to be removed. Upon closer examination, it was discovered that several struts of the filter had perforated the patient's vena cava. Parts of the cook günther tulip filter remain inside the patient. As of (B)(6) 2014 no additional information has been provided by the reporter.